Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up on (B)(6) 2017. Upon review, the implantable cardioverter defibrillator exhibited stored episodes of post-paced t-wave oversensing. The device was reprogrammed.